Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 06-sep-2023. The most recent information was received on 14-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted (lot no. E25512) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced fatigue ("great fatigue"), sleep disorder ("sleep disorder"), headache ("headaches"), tympanic membrane perforation ("perforated eardrum"), chills ("significant chills"), breast swelling ("swollen breast"), breast tenderness ("tender breast"), memory impairment ("impaired memory"), paraesthesia ("paraesthesia"), limb discomfort ("feeling heavy legs"), musculoskeletal pain ("joint and muscle pain"), alopecia ("hair loss"), neck pain ("neck pain"), balance disorder ("impaired balance"), depression ("tendency towards depression"), visual impairment ("visual impairment"), ocular hyperaemia ("eyes very often red on waking") and dry skin ("very dry skin"), was found to have weight increased ("weight gain") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure (ablation)). At the time of the report, the breast swelling and breast tenderness were resolving and the paraesthesia, musculoskeletal pain and neck pain had resolved. The outcomes for medical device removal, fatigue, sleep disorder, weight increased, headache, tympanic membrane perforation, chills, memory impairment, limb discomfort, alopecia, balance disorder, depression, visual impairment, ocular hyperaemia and dry skin were unknown. No causality assessment was received for essure with regard to fatigue, sleep disorder, weight increased, headache, tympanic membrane perforation, chills, breast swelling, breast tenderness, memory impairment, paraesthesia, limb discomfort, musculoskeletal pain, alopecia, neck pain, balance disorder, depression, visual impairment, ocular hyperaemia, dry skin or medical device removal. The reporter commented: since the ablation (removal), no joint or muscle pain, no more paraesthesia, no neck pain, breasts are less swollen and less tender. Operated only 5 days ago. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87 kg. Batch noe25512 production date2015-09-08expiration date2018-09-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 14-sep-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 06-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device rmoval") in a female patient who had essure inserted (lot no. E25512) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced fatigue ("great fatigue"), sleep disorder ("sleep disorder"), headache ("headaches"), tympanic membrane perforation ("perforated eardrum"), chills ("significant chills"), breast swelling ("swollen breast"), breast tenderness ("tender breast"), memory impairment ("impaired memory"), paraesthesia ("paraesthesia"), limb discomfort ("feeling heavy legs"), musculoskeletal pain ("joint and muscle pain"), alopecia ("hair loss"), neck pain ("neck pain"), balance disorder ("impaired balance"), depression ("tendency towards depression"), visual impairment ("visual impairment"), ocular hyperaemia ("eyes very often red on waking") and dry skin ("very dry skin"), was found to have weight increased ("weight gain") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure (ablation)). At the time of the report, the breast swelling and breast tenderness were resolving and the paraesthesia, musculoskeletal pain and neck pain had resolved. The outcomes for medical device removal, fatigue, sleep disorder, weight increased, headache, tympanic membrane perforation, chills, memory impairment, limb discomfort, alopecia, balance disorder, depression, visual impairment, ocular hyperaemia and dry skin were unknown. No causality assessment was received for essure with regard to fatigue, sleep disorder, weight increased, headache, tympanic membrane perforation, chills, breast swelling, breast tenderness, memory impairment, paraesthesia, limb discomfort, musculoskeletal pain, alopecia, neck pain, balance disorder, depression, visual impairment, ocular hyperaemia, dry skin or medical device removal. The reporter commented: since the ablation (removal), no joint or muscle pain, no more paranesthesia, no neck pain, breasts are less swollen and less tender. Operated only 5 days ago. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87 kg. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: insertion & removal date confirmed. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.